Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon noted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -12.5/+1.0/90 (sphere/cylinder/axis) was stuck in the cartridge/ injector system on 19/oct/2023. There was patient contact but no patient injury. The lens was not implanted. A lens of the same parameters was implanted into the right eye (od) and the problem was resolved. Status of the eye: "happy with vision and comfort today. Odd cells in anterior chamber. Wounds sealed". The reporter indicated the cause of the event was the device. Cause details provided: "primary lens caught in injector, unable to implant". B3- "10/19/2023" should be added. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 -12.50/1.0/090 (sphere/cylinder/axis) implantable collamer lens got stuck in the cartridge or injection system, unable to implant. There was patient contact with no patient injury. A replacement lens was implanted and the problem resolved.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).